Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) failed to reboot properly after a power surge occurred from a tree falling on a nearby power line. The customer stated that the hdds were corrupted as a result of this. He stated that the unit was stuck at the "loading os software..." Screen and would not move from there. The cns never was able to go back to its original state even after performing several hard reboots. No patient was harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) failed to reboot properly after a power surge occurred from a tree falling on a nearby power line. The customer stated that the hdds were corrupted as a result of this. He stated that the unit was stuck at the "loading os software..." Screen and would not move from there. The cns never was able to go back to its original state even after performing several hard reboots. No patient was harm reported. Service requested / performed: troubleshooting: the nihon kohden technical support team (nkts) advised to the customer to replace the degraded hard drives. On (B)(6) 2020, two new hard drives, part #9000006111a, were shipped to the customer to resolve the issue. Investigation summary: the root cause of the issue is considered to be hard drive failure due to the abnormal shutdown of the cns during the power outage. The reported issue does not require further investigation through CAPA process since the issue was found to have been caused due to a power outage which is outside nk circle or influence. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the unit cns: bedside monitors: model #: ni. Sn #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
The biomedical engineer (bme) called to report that this cns fails to start up properly. Customer stated that the hdds were corrupted as a result of a power surge from a tree falling on a nearby power line. He states that the unit will be stuck in, "loading os software," and it does not move from there. The screen is black with the white letters in the upper left hand corner. This happened when there was a couple of flickers of power outage. After that the cns never was able to go back to its original state even after hard reboots. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the unit: bedside monitors: model #: ni. Sn #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) called to report that this cns fails to start up properly. Customer stated that the hdds were corrupted as a result of a power surge from a tree falling on a nearby power line. He states that the unit will be stuck in, "loading os software," and it does not move from there. The screen is black with the white letters in the upper left hand corner. This happened when there was a couple of flickers of power outage. After that the cns never was able to go back to its original state even after hard reboots. No patient harm reported.